Event description:
The additional information was reported from the user facility, that the reported event occurred during a daa (direct anterior approach) total hip replacement procedure and that the procedure was considered successful despite the previously reported inaccuracy. It was also reported that the patient tracker had been fixated with ortholock and was seated close to the incision on the operative side, so that movement of the tracker cannot be excluded.

Manufacturer narrative:
The device will not be returned for analysis; it is not possible to determine the cause of the reported event without an evaluation of the device. Device was not returned for evaluation.

Event description:
It was reported that during postoperative x-rays it was found that the navigation system had been inaccurate during a surgical procedure at the user facility. It was reported that the procedure was completed successfully. No delay, no medical intervention and no adverse consequences were alleged with this event. Additional information has been requested from the user facility.

Manufacturer narrative:
Additional information will be submitted once the quality investigation has been performed.

Manufacturer narrative:
A concomitant device was identified for this event.

Event description:
The additional information was reported from the user facility, that the reported event occurred during a daa (direct anterior approach) total hip replacement procedure and that the procedure was considered successful despite the previously reported inaccuracy. It was also reported that the patient tracker had been fixated with ortholock and was seated close to the incision on the operative side, so that movement of the tracker cannot be excluded.